Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a c4-c7 fusion using rhbmp-2/acs with peek cages and titanium instrumentation. Reportedly, the patient's follow-up scans from (B)(6) 2008 demonstrate subsidence at the site of patients fusion. Consequently, the cage also migrated. As a result, patient has required extensive medical treatment. Patient has never recovered from his surgery involving bmp, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.